Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume 2.5 folfusor leaked. This was identified prior to use. The device was filled with an unspecified amount of fluorouracil (5fu), 3500 mg in 115ml (unspecified). It was reported that, "upon taking off the cap, a large amount of precipitated 5-fu crystals were seen around the inside of the luer lock connector¿. There was no patient involvement. No additional information is available.